Event description:
After 2 days of implantation, this ICD was explanted because during a follow-up interrogation, a message occurred stating. "Abnormally high current consumption found now. ICD replacement recommended." Therefore the device was explanted in 2005.

Event description:
After 2 days of implantation, this ICD was explanted because during a follow-up interrogation, a message occurred stating, "abnormally high current consumption found now. ICD replacement recommended." Therefore the device was explanted on april 30, 2005.